Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent a port placement procedure via subclavian vein puncture using the powerport m.r.I. Isp for treatment of a breast tumor in the right chest wall. During the procedure, resistance was encountered while advancing the guidewire through the introducer sheath, and upon withdrawal, a tear was observed at the front end of the soft sheath. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure via subclavian vein puncture using the powerport m.r.I. Isp for treatment of a breast tumor in the right chest wall. During the procedure, resistance was encountered while advancing the guidewire through the introducer sheath. Upon withdrawal, a tear was observed at the front end of the soft sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the clinician was holding sheath where a tear was observed at the distal end of the soft sheath. Therefore, the investigation is confirmed for the reported fracture issue. However, it is inconclusive for the reported physical resistance or sticking, failure to advance as exact circumstances of the reported event cannot be verified from photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.